Event description:
The end user stated that 5 wafers out of box of 10 had off centered starter hole. No photo is available at this time.

Manufacturer narrative:
Device 1 of 5. MFR site (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. No sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: lot 8f05744 was manufactured on 06/06/2018 in the (B)(4) manufacturing line, with a total of (B)(4) mkus. On (B)(6) 2021, compliance engineer (B)(4) performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material (B)(4) and manufacturing order (B)(4). The testing results were found satisfactory. Therefore, no discrepancy related to this issue were found within the documentation. On (B)(6) 2021, a complaint search for lot 8f05744. Skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only) was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed and this case is considered an isolated incident. It is not required to open a nonconformance report (ncr) which were not confirmed and no potential trend is identified (therefore, considered an isolated incident). No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).